Event description:
A six inch left transitional piece broke in half during a procedure. The incident was described as: a pt had his head placed into the skull clamp in preparation for a craniotomy. The operating room staff noted that the unit was shaking more than usual. Upon investigating, it found that the six inch left transitional piece was found to be broken in half. The surgery was performed after replacing the device completely with an aluminum mayfield. The surgery commenced without further incident. The pt did not incur any injury as a result of this incident.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.